Event description:
On (B)(6) 2013, the reporter contacted animas and stated that the patient was experiencing erratic bg levels; and alleged that it could be due to the pump. No specific numbers were given and no symptoms were reported, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.